Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient had a pre-existing right bundle branch block. The length of the membranous septum was 4.8mm. During the procedure, while crossing the aortic valve with the non-abbott guidewire, the patient went into complete heart block. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The patient's rhythm mostly recovered but required controlled pacing. A permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to a combination of procedural conditions (interaction with guidewire) and patient condition (pre-existing right bundle branch block). The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.